Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time and will be reassessed after device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4.0mm microvascular anastomotic coupler fell out of the winged assembly. This was observed during the use of the product intra-op. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.